Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose level was 161 mg/dl. Customer performed self test and insulin pump did not during the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device unable to vibrate due defect vibrator motor. No pump error 63 found in history file.